Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer attempted to deliver the bolus again but received another occlusion alarm. Customer's blood glucose level was impacted, however, customer changed infusion site and was able to deliver a correction bolus without receiving an occlusion alarm.